Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. Conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes were implemented into the manufacturing, refurbishing and service processes in june 1997.